Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial flutter resulting in an inappropriate shock. This device was tested in clinic with system manipulation in all positions and sensing was stable. This device was reprogrammed from the alternate to the primary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.